Manufacturer narrative:
The catalog number identified has not been cleared in the us but is similar to the titanium low-profile implantable port, groshong single-lumen, 8f that are cleared in the us. The pro code and 510 k number for the titanium low-profile implantable port, groshong single-lumen, 8f are identified. As the lot number for the device was not provided, a review of the device history records could not be performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that one year three months post port placement procedure via internal jugular vein, the catheter was allegedly broken. It was further reported that the broken catheter segment allegedly migrated to the patient body. Reportedly, the broken catheter segment and the port system was removed. There was no reported patient injury.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the titanium low-profile implantable port, groshong single-lumen, 8f that are cleared in the us. The pro code and 510 k number for the titanium low-profile implantable port, groshong single-lumen, 8f are identified in d2 and g4. H10: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: one powerport implantable port with an attached groshong catheter in two segments were returned for evaluation. Functional, gross visual, tactile and microscopic visual evaluations were performed. The investigation is confirmed for the reported catheter fracture, material separation and the identified wear and deformation issues, as a complete circumferential break was noted on the distal end of the attached catheter and proximal end of the distal catheter segment that were elliptical in shape. The surface of the complete circumferential break on the distal end of the catheter attached and proximal end of the catheter segment were noted to be granular and glossy. However, the investigation is inconclusive for the reported migration issue, as the exact circumstances at the time of the reported event cannot be verified, and the reported event could not be reproduced in the lab. The identified break is typical of flexural fatigue, which is due to the repetitive, cyclic kinking of the catheter. The definitive root cause could not be determined based upon available information. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that one year three months post port placement procedure via internal jugular vein, the catheter was allegedly broken. It was further reported that the broken catheter segment allegedly migrated to the patient body. Reportedly, the broken catheter segment and the port system was removed. There was no reported patient injury.